Manufacturer narrative:
Supplemental-002, corrected fields: describe event or problem (b5) updated. Occupation (e3) corrected from physician to nurse. Init rptr also sent rep to FDA (e4) updated from no to yes. Boston scientific issued a field safety notice in (B)(6) 2018 regarding a subset of pacemakers with an elevated potential of exhibiting this hydrogen-induced accelerated battery depletion behavior. Our ongoing investigation determined that any pacemaker built with a specific, discontinued low voltage capacitor was potentially susceptible to this behavior. In (B)(6) 2021, boston scientific expanded the advisory population to make customers aware of all accolade, proponent, essentio, and altrua 2 pacemakers and visionist and valitude cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential of exhibiting this behavior. Please note that the production of these pacemakers from the advisory populations ceased in november 2017, and therefore are no longer available for implant. Pacemakers built with contemporary low voltage capacitors have not exhibited this behavior and are not included in the expansion. This pacemaker was included in the expanded advisory population. ------------ supplemental-001. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. This report is being file to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this pacemaker exhibited increase in power consumption. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 35 microwatts, however this device was consuming 58 microwatts. Device replacement was recommended. Subsequently, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited increase in power consumption. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 35 microwatts, however this device was consuming 58 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery. This report is being file to correct the b2: outcomes attrib to adv event.

Manufacturer narrative:
Upon receipt at our (B)(6) laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. (B)(4).

Event description:
It was reported that this pacemaker exhibited increase in power consumption. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 35 microwatts, however this device was consuming 58 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.